Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Procedure: revision total knee replacement. Primary tkr on (B)(6) 2011. Revision date: (B)(6) 2015. Reason for revision was pain over the last 6 months. Clinical indicators negative for infection. X-ray shows tibial tray subsidence. Removed (very loose), replaced with a stemmed revision tray, plus metaphyseal sleeve. Joint was stable post-surgery. Xrays are available. No photographs, medical reports, clinical correspondence, operative notes or patient data/demographics are available.

Manufacturer narrative:
Although no device associated with this report was received for examination, the provided x-rays were able to confirm the reported subsidence. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Per customer request, a DHR review was conducted on the reported mbt cem tibial tray sz2.5 (product code 129431125, lot number 3165612). Review of the device history records did not reveal any related manufacturing deviations or anomalies on the mbt cem tibial tray sz2.5 (product code 129431125, lot number 3165612). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.